Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the oxygen sensor, which resolved the reported issue.

Event description:
It was reported that due to a malfunction of the ventilator, the patient was placed on a second ventilator. Ventilation was not interrupted. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.